Event description:
It was reported that the patient presented remotely via merlin.net. Review, of the transmission revealed that the right ventricular lead exhibited sensing noise. An x-ray was performed, and it was noted that the lead had externalized conductors. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of noise and externalized conductors was not confirmed. As received, a partial lead was returned in two pieces. Visual inspection of the lead did not find any anomalies with the exception of damages occurring at time of procedure. X-ray and electrical testing did not find any indication of conductor fractures or internal shorts. Additional findings unrelated to the reported events: an optim sheath only abrasion was noted in one location consistent with friction to the device can with no damage noted to the silicone insulation beneath.